Event description:
During the tec procedure, the clamp control made a noise and would not function properly despite several attempts by the clinician. There were no pt consequences.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system and the 510(k) number is k082344. The evo clamp is a part of the s5 system. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. During the tec procedure, the clamp control made a noise and would not function properly despite several attempts by the clinician. There were no pt consequences. The clamp control unit was returned to sorin group (B)(4) for eval. The described problem could not be reproduced. The unit was tested intensively for approximately 600 hours. But no problem or fault could be found. No further action is necessary.